Event description:
Event description guidant received information that this right ventricular lead was repositioned approximately one month after implant due to dislodgement. There were no adverse patient effects.